Event description:
Update: 02/21/2014 sales rep reported revision surgery. Patient revised to address pain. Product/lot numbers provided. The sleeve is being added to the complaint. This complaint was updated on: 02/26/2014. Comment: there is a side discrepancy. The der states the left side, while litigation states the right. There is no indication of which side is the correct side or that the patient is bilateral. For accuracy, the side from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. Letter of retainer and attorney lien received with revocation of medical authorizations releases from patient's legal counsel.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 5/9/2014 - medical records received. Upon revision, metallosis and little bony ingrowth on the cup were noted. The information received does not change the MDR decision. This complaint was updated on: 05/29/2014.